Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The reported issue could not be confirmed by investigation as no samples nor pictures were provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that patient was experiencing leakage from the filter located at the end of her pump extension line. Despite replacing the line, the leakage persisted. Patient used the extension line from emergency bag, which had resolved the issue. Patient was unharmed, and didn¿t miss dose.